Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first two staples were severely misaligned. The stapler was returned with its trigger partially engaged. There were signs of biological material on the device. The stapler was received with 9 staples left in the cover block, indicating that at least 26 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in the staple fully forming and releasing. The first fire into the skin pad resulted in one fully formed staple and one unformed staple firing at the same time. The next 3 fire attempts in the skin pad correctly formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be misaligned. No other defects or anomalies were observed. The anvil was in the proper orientation. The source of the staple misalignment could not be conclusively determined. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the first two staples were severely misaligned. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in the staple fully forming and releasing. The first fire into the skin pad resulted in one fully formed staple and one unformed staple firing at the same time. The next 3 fire attempts in the skin pad correctly formed and released. The sample was disassembled. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing) during suturing procedure". No report of patient harm or injury.